Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31374952l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. In a pvc procedure originating from the coronary sinus (cs) distal, ablation was conducted from inside the cs, but it was not possible to conduct ablation due to high impedance. When ablation was conducted from inside the lv, there was a decrease in vital signs. A cardiac tamponade was confirmed through echocardiography. After drainage was performed, vital signs stabilized, and the procedure was completed. The patient improved. The physician believed that ¿during the ablation inside the cs, cardiac tamponade may have occurred, causing a small amount of blood to leak out¿. Atrial septal puncture was not performed. Ablation was performed prior to the cardiac tamponade being identified. Steam pop was not confirmed. No abnormalities were observed prior to or during use of the product. There was no error messages observed on biosense webster equipment during the procedure. The ablation never continued beyond the cut-off value.